Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID (B)(4) broke in two parts while removing it from the patient. The provider was able to remove a 3cm piece as well as the distal portion of the microsensor but the sensor-tip along with 2 to 3cm of sensor remained in the patient¿s parenchyma.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 626631us) was returned for evaluation. Device history record (DHR) - the product 626631us for lot 6234325 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint has been confirmed. Received catheter with no case or sensor. Multiple kinks and catheter stretched 101cm from connector. No testing was possible, catheter has to be intact in order to test. The root cause of the damage device could be determined as a mishandling of the catheter with excessive force.